Event description:
A report was received that the pt was having skin erosion at the pocket site and the skin was getting thin and eroding. The pt complained of intense heat and burning sensations while charging the implant. The pt underwent a revision procedure and the physician revised the pt pocket. The pt is reportedly doing well following the procedure and is not experiencing any burning sensations.